Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The impactor has broken.

Manufacturer narrative:
The device associated with this report was not returned. A previous investigation for this failure was conducted by metallurgy and found the impactors were repeatedly loaded in rotating bending fatigue beyond the material limit resulting in fatigue crack initiation and propagation with mixed-mode overload final fracture of the material. The fracture features were consistent with the rotating bending fatigue from striking the end cap off-axis from a perfect end strike, possibly in multiple various directions. A complaint database search finds no other reported incidents against the provided product and lot combination. No corrective action taken. Complaints will be monitored under post market surveillance sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The impactor has broken. Documented no harm on synergy form. (B)(6) 2016 update: this instrument broke during implantation of the cup. The end of the cup inserter broke from the rest of the handle ( in exactly the same way as previous complaints on this instrument) there was appr 5 minutes delay in or in order to get another instrument kit opened. There was nothing remaining in the patient and no harm to the patient.(B)(6).